Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of non-sustained right ventricular over-sensing were noted on the device. Technical support was contacted and stated the over-sensing was due to myopotentials, and provided reprogramming suggestions. The patient was stable with no consequences.

Event description:
The device was successfully reprogrammed, and the patient was stable with no consequences.